Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a thrombosis in the superior vena cava (svc). Subsequently, the right ventricular (rv) lead was explanted and not replaced. No further patient complications have been reported as a result of this event.